Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: device identification/catalog no - correction. D4: device identification/ lot no - correction. D4: device identification/primary UDI number - correction. G3: date received by mfg ¿ additional information. H2 type of follow up: correction. H6: additional information.

Event description:
Subsequent to the initial MDR, a correction is required.